Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, at four minutes into the ablation phase of the procedure, fluid was noted to be leaking at the sheath joint and a subsequent fluid loss alarm occurred. At this point, they tried to use a cloth over the leak and resumed the procedure but could not stop the outflow of fluid. It was reported that something broke off from the plastic sheath to the adapter. The procedure was not completed due to this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
A visual assessment of the returned genesys hta procerva procedure set sheath assembly was performed and found that the proximal molded end piece was detached from the end of the molded body. The examination of the separated mating surfaces of molded end piece and molded body indicated possible inconsistent adhesive bond, possibly because the two pieces were not fully compressed during adhesive application operation. It was not possible to determine the amount of force required to detach the proximal end piece from the probe. It could not be concluded if the defect was due to operational or anatomical aspects of the procedure or supplier manufacturing; therefore, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, at four minutes into the ablation phase of the procedure, fluid was noted to be leaking at the sheath joint and a subsequent fluid loss alarm occurred. At this point, they tried to use a cloth over the leak and resumed the procedure but could not stop the outflow of fluid. It was reported that something broke off from the plastic sheath to the adapter. The procedure was not completed due to this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.